Manufacturer narrative:
Conclusion: device investigation did not reveal any device malfunction which would explain for the reported performance issue. According to the received information, the device was found to be functional whilst implanted. The reported problems of insufficient auditory perception appear to be related to an insufficient mechanical coupling to the round window, which occurred as consequence of a post-operative fmt migration. A contribution of the reported cholesteatoma cannot be excluded. This is a final report.

Event description:
The explanted device was received for investigation. According to the explantation report form the user's hearing threshold decreased and the floating mass transducer (fmt) was no longer coupled to the round window. As per additional information the coupling at the round window deteriorated half a year of implantation. The user was re-implanted.

Event description:
The explanted device was received for investigation. The user was re-implanted.

Manufacturer narrative:
The device has been explanted and has been returned to med-el hq where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.